Event description:
It was reported that when the fast-fix 360 was used, it successfully deployed t1, but failed to deploy t2. No patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Only the insertion device was returned no suture or ts. Needle is bent. The device was functionally tested for proper actuator advancement and cycling and was found to functioned intended. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.